Event description:
It was reported that the patient received an alert for low hv lead impedance observed on both svc-can and rv-svc vectors. Svc coil was the reason why the hvli was continually out of range. Potential loose set screw or a coil fracture was suspected. The physician opted to turn off the svc coil and use rv-can. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.